Manufacturer narrative:
The following is a correction from previously reported information: the erroneous results were not released to the patient or medical personnel. The following is additional information: the field service representative checked the rinse cell performance and added the current gear pump pressure. No issues were detected.

Manufacturer narrative:
Clarification was received that the results were not released outside of the laboratory. The issue resolved after the service activities. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Sample and reagent pipetting issues could be excluded.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the ca2 calcium gen.2 (ca2) assay and ise indirect na, k, ci for gen.2 (ise) assays for sodium and potassium on the cobas 6000 c (501) module. It was unknown whether the initial results were released outside the laboratory. The customer stated that no results were released to a patient, and a new sample draw was requested. The initial ca2 result was 12.6 mg/dl; the repeat result was 9.3 mg/dl. The initial sodium result was 143 mmol/l; the repeat result was 152 mmol/l. The initial potassium result was 5.55 mmol/l; the repeat result was 5.98 mmol/l. There was no allegation that an adverse event occurred. The ca2 reagent lot was 208643; expiration date was requested but not provided. The sodium and potassium electrode lot numbers were requested but not provided. A review of the alarm log showed an "abnormal probe sucking" alarm on the date of the event. Investigation activities are ongoing.